Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) and system error 2367 on the homechoice (hc) during fill 2 of 4, while the hp was connected. The hp stated that there was a loose connection between the heater bag and the heater line. As a result, some of the solution was on the floor. The technical service representative (tsr) explained the alarm to the hp and assisted the hp with getting the cassette out. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.